Event description:
Facility reported that when a nurse was trying to insert the PICC, she felt pressure and though there might have been a clot in it, so she reportedly pulled it out and flushed and a broken tip allegedly came out of the PICC. Nurse stated there was no way she cut the tip and it was not a difficult insert, other than the flushing part. They reported that the nurse was able to place another PICC in the same area.

Manufacturer narrative:
The information provided by bard represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history record (lhr) of reyk1544 showed no other similar product complaints from these lot numbers.